Event description:
The customer called regarding a safety letter she received. The customer then stated that she was hospitalized due hyperglycemia with blood glucose levels greater than 1000 mg/dl. The customer stated that she experienced nausea, vomiting and excessive urination. The customer declined troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.